Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon revised the stem due to a periprosthetic femoral fracture. During the case, the pinnacle liner extractor tip broke. The surgeon was able to get the metal tooth out of the patient. It was also reported that the femoral stem is loose at the bone to implant interface. Doi: unknown, dor: (B)(6) 2022, affected side: left.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was returned. Physical examination of the product confirmed the complaint. The tip of the pinn poly extractor has broken off from the instrument. Additionally, corrosion marks on several areas of the device surface, including the area of the graven numbers and letters making were found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the patient had a periprosthetic hip fracture and the metal tooth of the liner extractor broke.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.